Event description:
The plastic clip on the neebo monitor is made of plastic and only held together by 2 points of contact and breaks easily. Since this is worn by babies / toddlers there is a potential risk of them swallowing the plastic clip. Obvious design flaw and the company refuses to acknowledge this even though the product is only 9 months old. After reading other reviews several other people are having the same issue.